Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with a trace amount of dried tissue present. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The device was then tested on simulated tissue and the ablate and coagulation function performed as intended. The complaint could not be verified and the root cause for this event could not be determined with confidence as the device functionally performed as intended. Factors that could have led to the device not working includes: not having sufficient saline outflow in order to maintain the formation of plasma or possibly not having sufficient suction which decreases the functionality of the device. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the cut and coagulation features of the wand were not working well during the procedure. Cutting speed was reduced and blood coagulation was not as effective as usual. Tried connecting the wand to two other controllers but the same problem occurred. The procedure was completed using the same wand with a delay of about 30 minutes. However there was hemorrhagic spot increasing and the bleeding had to be stopped multiple times during the case. The same issue reportedly occurred during 7 different procedures on the same day while using wands from the same lot. No patient information available for any of the cases. Complaint 1 of 7 ((B)(4)). See (B)(4) for additional occurrences.